Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking from the fill port. The leak was further described as, ¿the drug solution ran out of the filling nozzle¿ and ¿check valve appears to be defective¿. This event occurred while filling the device prior to patient use. The device was filled with sodium chloride and folinic acid. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was received for evaluation. Visual inspection on the device via the naked eye noted evidence of a leak at the fill port when the fill port cap was removed. Further examination on the device revealed the cause of the leak/backflow condition was due to a particle measured to be 0.20 square mm in size, lodged under the device checkband. The particle was subsequently identified to be acrylic material via ftir (fourier-transform infrared spectroscopy). Acrylic is the material of the device stressmember. The stressmember is located inside the bladder. The reported condition was verified. The cause of the condition is manufacturing related; a small shaving from the stressmember may have been stuck under the checkband during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.